Manufacturer narrative:
The philips remote service engineer (rse) was advised by the customer biomed that when the device was in use and when tested, the device was constantly about 10 points too high. The customer was requesting a replacement nbp assembly. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty nbp assembly. Replacement parts were ordered and shipped to the customer site. The customer was taking responsibility to repair the device.

Event description:
It was reported that the device is providing inaccurate non-invasive blood pressure (nbp) readings. The device was in use on a patient at the time of the event. There was no adverse event reported.